Manufacturer narrative:
The customer reported complaint for the autopulse platform stopped compressions was confirmed during archive review and during initial functional testing. The root cause is due to a defective drivetrain motor likely due to aging. The autopulse platform is a reusable device and was manufactured in december 2013 and is 6 years old, well beyond the expected service life of 5 years. During the functional testing, the platform failed with user advisory (ua) 17 (max motor on time exceeded during active operation) error message during the testing with large resuscitation testing fixture, (lrtf) equivalent to the (B)(6)-pound patient. Review of the archive data indicated user advisory (ua) 17 (max motor on time exceeded during active operation) error occurred on the reported event date, thus confirming customer complaint. In addition, the archive show the user advisory (ua) 11 (max patient temperature exceeded) and fault 08 (motor controller fault detected) error messages that are related to the defective drivetrain motor issue. Visual inspection of the autopulse platform was performed and unrelated to the reported complaint, found the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of drive shaft issue is the characteristics of normal wear and tear for the age of the device. Deburring of the clutch plate was performed to remedy the encoder drive shaft issue. The load cell characterization test confirmed both load cell modules are functioning within the specification. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
It was reported that the autopulse platform stopped compressions. Unknown if the device issue was observed during the patient use or device check. No known impact or patient consequence was reported. No further information was provided.